Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s cgm was reading 300 mg/dl and he treated the value with an unspecified dose of insulin. He was later unable to speak, and the wife called for an ambulance. Emergency medical services (ems) checked his bg which was 30 mg/dl. He was taken to the emergency room by ambulance and reported to have an ¿overdose of insulin.¿ the wife was not allowed to accompany him in the emergency room (ER) due to the pandemic and was unable to provide any information about treatment provided; the patient was unable to remember any treatment details. At the time of the report he was at home and stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.